Event description:
Customer reports the needles prematurely released from the suture during closure following a coronary artery bypass procedure. The surgeon obtained a replacement suture and completed the procedure. There are no reported adverse pt consequences related to this event.